Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead had dislodged. During the revision procedure, the physician unscrewed and repositioned the lead, however was unable to screw the lead back into the device. The physician noted that the screw was still on the setscrew. The physician elected to explant and replaced the device. The existing lead was successfully repositioned and remains in use. No patient complications have been reported as a result of this event.